Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remians implanted.

Event description:
It was reported that the patient had an initial left knee arthroplasty on unknown date. Subsequently, the patient will be considered for revision due to unknown reasons. No further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial left knee arthroplasty on unknown date. Subsequently, the patient will be considered for revision due to wear of the polyethylene liner after (30) thirty years. It was indicated that the specialty device requested was not used and no surgery was performed. No additional information is available from the event.